Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Note: the original reporter was the patient. The patient's contact information is unknown. (B)(4)

Event description:
It was reported that a patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 425cc breast implant and experienced an adverse event of unknown type that required hospitalization. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
Upon review of the information assessed by mentor¿s clinical team on 7/20/2020, this case has been reassessed and will be classified as a non-bia-alcl case. See below for supporting evidence. The specific diagnosis provided for the patient is not bia-alcl; it is alcl. The patient was not diagnosed as a result of the typical bia-alcl presentation. Bia-alcl commonly presents in the effusion fluid (late onset seroma) surrounding the breast implant, which can later progress into the capsule. In this case, the alcl only presented in the lymph nodes. The patient¿s diagnosis is more consistent with the presentation of non-bia-alcl, as the patient exhibited signs and symptoms of lymphadenopathy. Furthermore, the alcl initiated from the lymph nodes. The alcl did not initiate or present in seroma fluid or the breast implant capsule. There are multiple types of alcl that present with cd30+ cells. A cd30+ alcl diagnosis does not always equate to a bia-alcl diagnosis. There were no pathology reports provided, nor was an alk status mentioned. In 2017, there was not the understanding of the diagnostic criteria we have now. Many physicians were misinformed and thought that alcl with breast implants equals a bia-alcl diagnosis. We know now that this is not true. There are patients that have different types of alcl and happen to also have breast implants. With that said, the doctors would have never left the implants in place if they diagnosed the patient with bia-alcl. The treatment for bia-alcl is capsulectomy with breast implant removal. The capsule is then sent for pathologic evaluation. The patient was treated with chemotherapy and not surgical removal of the devices. Bia-alcl is treated with surgical removal of the device and not chemotherapy. Alcl is treated with chemotherapy. If the patient had bia-alcl, the chemotherapy would not have successfully treated the alcl. She would not have been cured without removal of the implants. Furthermore, the implants would have remained in her body as the source of the lymphoma for an additional 6 months, while she was receiving chemotherapy. She would not have had ¿successful chemo treatment¿ with the devices in place. In summary, the clinical information provided supports that this case is consistent with alcl, not bia-alcl. Patient code 3264 no longer applies and has been replaced with 3262. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During a periodic review of maude database on 2/8/2019, a bia-alcl case was identified. After reviewing this event, we matched it with an existing complaint in our database that was created pursuant to a medwatch form sent to mentor by FDA (manufacturer¿s reference number (B)(4) a review of a physical copy of the medwatch form mw5078032 found that the 2nd page of the user-submitted story was missing from FDA¿s initial communication to mentor. The 2nd page contained specific event details, particularly the patient¿s alcl diagnosis, that was hence omitted from the initial report. An internal corrective action was opened to identify and redress any existing mentor complaint files that may have the same issue, and mentor will contact FDA separately to obtain a full copy of mw5078032 for our records. Based on the new information available, an updated narrative has been provided below. This report contains information from user-submitted mw5078032, available in the maude database, and separately mailed to mentor by FDA. It was reported that a patient of unknown age underwent an unspecified breast implantation procedure with two mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2005 was diagnosed with bia-alcl postoperatively. The diagnosis was made on (B)(6) 2017, but it is not specified whether it was found on the patient¿s right or left side. The patient¿s physician attributed the alcl diagnosis to the breast implant, as the patient tested cd30+. As a result, the patient underwent bilateral removal with total capsulectomies (B)(6) 2018. The patient was successfully treated with chemotherapy in 2018, and pathology took pictures of her explanted devices. At the time of this report, neither these pictures nor the devices themselves have been made available to mentor for analysis purposes. No contact information was provided, so no follow-up is possible at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/19/2019, mentor has received additional information that this complaint is a duplicate of the (B)(4) with manufacturing report number of 1645337-2018-06212. It was discovered that this complaint is a duplicate during clinician follow up for the medwatch form mw5078032 for the missing pages of the hard copy that was received by mentor. This medwatch report is for the left breast implant. In addition, the outcomes are described in further details. It was reported that a female patient of unknown age underwent breast prostheses implantation with mentor saline devices on (B)(6) 2005. During the summer of 2017, the patient noticed a lump under her left armpit. The patient experienced pain, swelling , and embarrassment of her deformed chest. On (B)(6) 2017, the patient had an ultrasound and mammogram which were abnormal and revealed enlarged axillary lymph nodes. On (B)(6) 2017 a tissue biopsy was taken of the left lymph node which was suggestive of a malignant neoplasm. On (B)(6) 2017, the patient was diagnosed with alcl. On (B)(6) 2017, the patient underwent surgical intervention for the removal of the left axillary lymph node. The devices were left implanted. On (B)(6) 2017, the patient began chemotherapy regimen for 3 days in a row, every 21 days, for a period of 6 months. On (B)(6) 2018, the patient underwent bilateral capsulectomies and explantation of devices. The patient also underwent physical and occupational therapy. The patient also requires vestibular therapy for dizziness and balance issues which have not been resolved. She will be treated by a neurologist soon. Should more information become available, this case will be re-assessed and notes will be updated. This medwatch is for the left breast implant. Manufacturer¿s reference number: (B)(4).